Event description:
A biomedical engineer reported that "fluid would not flow" and system displayed an occlusion alarm during surgery. The system was exchanged and procedure was completed with no patient harm.

Manufacturer narrative:
The company representative examined the system and replaced a deteriorated solenoid spacer. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause is unknown. (B)(4).